Event description:
It was reported that a message saying "all laser malfunction" displayed. The procedure could not be completed due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that an error message stating "all laser malfunction" was prompted on the console. The procedure could not be completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.